Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) / 499868, description: linear st lead. A 70cm model #: sc-4316 lot #: 15478275 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure due to ineffective pain relief.

Manufacturer narrative:
Additional information was received that the patient cancelled her explant.